Event description:
The technician in hyperbaric oxygen (hbo) communicated that as she was lowering the stretcher, it went into reverse trendelenburg and as that occurred, the top of the stretcher that fits inside the hbo chamber, slid off the end. The patient's feet landed on the floor and the patient slid off the end of the stretcher but the patient's head remained on the stretcher base. The patient communicated that he was not injured in any way. This is a new hbo stretcher that has been in service for two weeks and it did not latch correctly which allowed the stretcher to slide to the floor.